Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # unk.

Event description:
It was reported that during an unknown procedure, when a surgeon tried to fire to cut rectum, the blade of device did not go forward. It was stuck on about mid point of staple line. The information how to remove it is not available from the hospital. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5209d. Additional information requested: what type of procedure was the device used in? On which firing did this occur? Please clarify what is meant by, ¿the blade of device did not go forward. It was stuck on about mid-point of staple line.¿ this is not clear. Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device cut? If the device cut, was the cut line complete? How was the device removed from the patient tissue? How was the procedure completed? The analysis results showed that the cs40g device was received in good visual condition and with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.